Event description:
A 2.75mm diameter by 9mm length s660 stent delivery system was inserted for treatment of a 99% calcified lesion in the right coronary artery. The target lesion was pre-dilated with a 2.5mm diameter by 15mm ptca balloon prior to the insertion of the stent delivery system. It was not possible for the stent to cross the severely calcified target lesion; therefore, the stent delivery system was pulled back in the coronary artery. Following the instructions for use for removal, the stent dislodged from the delivery balloon in the pt. No attempts were made to retrieve the stent which remains in the pt's vasculature. The target lesion was subsequently treated with the implant of another MFR's stent. The pt was reported to be fine post procedure and there are no add'l clinical sequelae reported related to this event. The severe lesion morphology contributed to the stent not crossing the target lesion and may have contributed to the stent dislodgement. No device was returned for eval.